Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use and screwing the screw, it was found distorted/deformed. The device was replaced and re-fixed. The reported event resulted in a procedure delay of 10 minutes. The patient's status at the time of the report was alive-no injury.